Event description:
The account has complained about stryker exeter-rasps and reported the following: the customer thinks that the rasps are very difficult to clean. After having them through ultrasound and washing machine there still are some bone left in the rasps. The bone will only come out if it twisted with a needle or something sharp, then the rasp has to be washed again. This cleaning procedure will make risk for the sterilization staff to get cut or stabbed with the needle. Otherwise the cleaning procedure is very long as a result of needs to wash the rasp twice.

Manufacturer narrative:
(B)(4). No specific lot information was provided. Additional information has been requested and if received will be provided in a supplemental report.